Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed metal gouging on the outer diameter of inner tube, inside diameter of outer tube by distal end as well as metal gouging found on the outer diameter of the outer shaft. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon was performing a wrist arthroscopy on (B)(6) 2016. After completing the procedure but prior to closing, the surgeon noticed that the shaver had produced metal debris which was captured in photo. Surgeon had been working on soft tissue, not bone. Surgeon used irrigation and suction to clear out as much debris as possible. Unable to confirm if all debris was removed.